Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on a 90% stenosed lesion located in the mildly tortuous and moderately calcified right coronary artery (rca). A 28 x 3.00 promus elite stent was deployed in the rca. However, it was noted that while doing angioplasty, a dissection occurred in the rca. The procedure was completed with a different device. No further patient complications were reported in relation to this event and the patient was stable following the procedure.